Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd q-syte¿ luer access split-septum stand-alone devices, bns were found damaged/defective at the adapter during use. The following information was provided by the initial reporter: "we are facing the problem of q-syte open from joint during assembly with manifold."

Event description:
It was reported that 8 bd q-syte¿ luer access split-septum stand-alone devices, bns were found damaged/defective at the adapter during use. The following information was provided by the initial reporter: "we are facing the problem of q-syte open from joint during assembly with manifold."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph displaying three frames of a q-syte device from lot number 2067925. The photo showed the q-syte connectors with the top body separated from the bottom body. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Without the physical sample, further inspection could not be performed. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.